Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Pump passed all operating currents tested with in the spec range and passed off no power test. No failed battery test noted. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 97 mg/dl. The customer stated that she was at the beach in water up to her knees and the device was on her hip and may have been splashed but it was not submerged in water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.